Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that the transformer was damaged and indicated that sparking was observed, however, there was no flames. She also indicated that an injury was not sustained as a result of the issue. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, a breach in the insulation at the strain relief was present which could result in sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that her transformer cord was damaged and they witness sparking. No fire or injury reported.